Event description:
A customer contacted beckman coulter inc (bec) to report ¼ cup of clear liquid leaked from the act diff instrument and was on the counter in the morning. Upon opening the door the customer noticed the wbc bath (bt1) had overflowed. Wbc bath holds the wbc dilution for mixing and for collecting wbc and hgb data, including differential data if the analyzer is an act diff analyzer. Customer technical support (cts) assisted the customer to put bleach into the wbc bath. The cts advised the operator to drain the wbc bath, run bleach through the count line, and run bleach as a patient three times. The customer stated during out all the troubleshooting the wbc bath had not overflowed except when they ran the wbc as a patient. Cts instructed the customer to ensure there was nothing obstructing the waste line and that there no dry ice was left in the sink where instrument was draining. The wbc bath continued to overflow. Cts advised the customer not to use the instrument and dispatched service. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Patient results were not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place on the day of the event, a field service engineer (fse) was on site and discovered the bath not draining completely. The fse replaced the pinch valves lv14 and lv15, which resolved the issue. The failure mode of the event is the vl14 and vl15.

Manufacturer narrative:
Lv14 small bio-chem solenoid pinch valve used to control the flow of waste from the baths or the flow of shutdown diluent (cleaner) to the baths. Lv15 small bio-chem solenoid pinch valve used to route the flow of waste or shutdown reagent (cleaner). (B)(4).